Manufacturer narrative:
A getinge field service engineer (fse) evaluted unit and confirmed the reported issue. The fse replaced all the blood contaminated parts. The system reassembled and recalibrated. The unit passed all tests and calibrations to manufacturer standard and is released for clinical use.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had blood in the line and safety disc. There was no harm reported.

Event description:
It was reported that during patient use, the cs100 intra-aortic balloon pump (iabp) had blood in the line and safety disc. There was no harm reported.